Event description:
The physician had finished with the procedure, when it was noticed by the technician who was cleaning the guide wire that the tip had detached. An x-ray of the patient was immediately taken which revealed the detached tip. The patient underwent an additional procedure to retrieve the tip. Tip was successfully retrieved with a snare. No patient harm. (Actual device will not be returned for evaluation - discarded by facility).

Manufacturer narrative:
The complaint is inconclusive as the actual complaint device was not returned for evaluation. A DHR review was performed at conmed in el paso; the DHR review did not reveal any non conformances. The 000150 spring tip guidewire is sold as a re-usable device. The lifespan of the device is not indefinite however, and repeated uses of the device and subsequent reprocessing can weaken the solder joints in the spring tip. The IFU for the device instructs the user to inspect the device prior to use to ascertain suitability for use. No corrective action will be initiated as the root cause was not able to be determined. See scanned pages.